Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: during investigation, the keypad cover was lifted at the ok button. All keypad buttons were responsive during the investigation. The keypad cover was removed to find no defects to or under the button contacts. The complaint of under responsive up arrow, down arrow, and ok keypad buttons was unable to be duplicated. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the bumper, at the threads above the bumper, and at the case seal below the bumper. Rust/corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. No further evidence of moisture was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged the keypad was missing/peeling prior to the up arrow, down arrow, and ok buttons being under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.